Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that, the offset cup introducer was broken. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: an offset cup introducer (90128275, 3446822) was returned for review after a report that it is broken. The instrument is usually used in bhr surgery for treatment processes. The instrument was used in treatment. Visual inspection was performed on the returned instrument that noted the tightening handle for the drive chain mechanism is missing and that there are marks and scratches over the length of the device. This confirms the reported complaint. A review of the complaint history for the offset cup introducer was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified. This will continue to be monitored. A DHR review was not performed as the issue found was not a manufacturing issue. However, the released instrument involved would have met manufacturing specifications at the time of production. Based on the available information our investigation remains inconclusive and a definitive root cause cannot be determined. If additional information becomes available in the future the case will be reopened. No preventive or corrective action has been initiated as a result of this investigation. The instrument will be retained at s+n leamington spa.